Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0867 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering/. The customer's blood glucose level was 330 mg/dl. The customer alleged the insulin pump for under delivery because they had already changed 8 infusion sets before they called for high blood glucose event. The customer reported that the insulin pump passed the displacement test and high pressure test. The insulin pump will be and reservoir will not be returned for analysis.